Event description:
Reporter stated experiencing inaccurate and high blood glucose monitoring results. Reporter stated device result = 195 mg/dl and on different blood glucose monitoring device, the result = 93 mg/dl. Reporter did not provide the timeframe between tests. Reporter stated going to the doctor due to the high blood glucose device results and a lab test was performed, however could not provide the values. Reporter indicated the doctor increased current medication and gave a new medication allegedly due to the higher blood glucose monitoring device readings. Reporter did not provide control information. A request was made for the return of the suspect device and replacement product was sent.